Manufacturer narrative:
Date of event: date is estimated to the first day of the first month of y90 administration per the study methods. Kurilova, I., bendet, a., fung, e. K., petre, e. N., humm, j. L., boas, f. E., crane, c. H., kemeny, n., kingham, t. P., cercek, a., dangelica, m. I., beets tan, r. G. H., & sofocleous, c. T. (2021). Radiation segmentectomy of hepatic metastases with y-90 glass microspheres. Abdominal radiology, 46(7), 3428, 3436. Https://doi.org/10.1007/s00261-021-02956-6.

Event description:
It was reported that patient complications occurred. The study was conducted to evaluate the feasibility and efficacy of radiation segmentectomy (rs) with yttrium 90 (y90) glass microspheres in patients with metastatic liver disease who are not amendable to resection or percutaneous ablation. Ten patients underwent rs. Side effects were reported in half of the procedures. These side effects were self limiting without requirement for admission or change in care management. One patient experienced minor abdominal pain, fever, and hypertension. This required overnight observance without additional treatment or patient sequelae. One patient presented 5 months post rs with bilomas within the rs region. These became infected and formed polymicrobial liver abscess within the rs field. Patient remained in the hospital for 9 days requiring abscess aspiration and intravenous antibiotics without further sequelae.